Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink solution sets were leaking. The leaks were described as, ¿dripping from the bottom¿. The tubing leaked the medication that was being administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial h10: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage, and priming were performed; no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.